Event description:
Pt alleged that leaking device accessory impeded insulin delivery, resulting in pt having a high blood glucose reaction (glucose monitor read "hi", and they experienced vomiting). Pt unsuccessfully attempted to self-treat by delivering an insulin bolus. Pt then gave themselves insulin injections.